Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent inadequate apposition occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 8x6mm, concentric and the de novo target lesion was located in the mildly tortuous and non-calcified renal artery. The lesion was pre-dilated. A 7.0mmx15mmx150cm express¿ vascular sd stent was advanced to treat the lesion; however, the stent did not oppose to the left renal artery. The lesion was post-dilated. No patient complications were reported and the patient's status was stable.